Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. While inserting the device, a cardiac perforation occurred. The patient required surgery to repair the perforation. The patient was hospitalized for 8 days and then went home with home health.